Event description:
The patient was revised, because the tibial tray fractured at the medial side due to the tray tilting into varus. Osteolysis and poly wear of the insert were noted.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records and search of the complaint database did not reveal any anomalies or show any other reports against the manufacturing lot. The investigation could not draw any conclusions about the reported device fracture without the product to examine. Provided information stated the tibial tray component tilting into varus contributed the device fracture. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.